Event description:
During a bronchoscopic lung volume reduction procedure on (B)(6) 2023 with zephyr valves, one sizing wing on the zephyr 4.0 endobronchial delivery catheter (edc) came off after successful airway sizing and loading of valve. Bronchoscopic inspection did not lead to locating the alleged missing sizing wing. Suction evacuates to a wall mounted system so inspection of suctioned material was not possible. Another new edc was subsequently used, and the case proceeded with no further complications.